Event description:
A journal article was reviewed that contained information regarding this implantable cardioverter defibrillator (ICD). The patient received an inappropriate shock due to the device incorrectly classifying the patient¿s rhythm. The patient underwent an electrophysiology study with ablation. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: inappropriate detection of a supraventricular tachycardia as dual tachycardia by the pr logic® algorithm. Indian pacing and electrophysiology journal. 2014;14(3):161-164. (B)(4).